Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change errors occurred with multiple cartridges during the loading process. The user's blood glucose (bg) level was not tested at the time of the event. However, the user has been experiencing bg levels of 100 mg/dl and stated to be "fine". It was reported that the user does not have alternate insulin therapy and will contact a health care professional regarding therapy.